Event description:
It was reported that the bd smartsite¿ extension set was clogged. The following information was provided by the initial reporter: it was reported by the customer that they can not flush through the extension set.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd smartsite¿ extension set was clogged. The following information was provided by the initial reporter: it was reported by the customer that they can not flush through the extension set.

Manufacturer narrative:
H6: investigation summary: 2 samples were returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a bd primary set primed with 85% glycerin / 15% water solution and allowed to prime using gravity. The sets were unable to be primed using gravity. A quality notification was sent to the supplier. During the supplier investigation excess solvent was observed. A quality notification was sent to the manufacturer. The manufacturer investigation found the main root cause to be attributed to double gumming (repeated application of solvent). As a preventative action a quality notification was created for this defect. A device history record review for model 20128e lot number 21129190 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.